Event description:
It was reported that the right atrial (ra) lead experienced a dislodgement. It was suspected to be due to twiddler's syndrome. The right atrial (ra) lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.